Event description:
Baxter prismax continuous renal replacement therapy (crrt) system ran successfully for several hours prior to incident. A new filter was initiated post procedure at noon. Within first ten minutes, air in line alarm sounded. Upon inspection, it was noted that air and bubbles had overwhelmed the de-aeration chamber and air bubbles were noted in two locations along the patient return line distal to the air leak detector clamp. It was decided that it would be unsafe to attempt to clear air from system and set was discarded. Subsequent filter went up without issue and ran until the prismax machine itself was sequestered and sent to biomed. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous renal replacement therapy (crrt) system ran successfully for several hours prior to incident. A new filter was initiated post procedure at noon. Within first ten minutes, air in line alarm sounded. Upon inspection, it was noted that air and bubbles had overwhelmed the de-aeration chamber and air bubbles were noted in two locations along the patient return line distal to the air leak detector clamp. It was decided that it would be unsafe to attempt to clear air from system and set was discarded. Subsequent filter went up without issue and ran until the prismax machine itself was sequestered and sent to biomed. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous renal replacement therapy (crrt) system ran successfully for several hours prior to incident. A new filter was initiated post procedure at noon. Within first ten minutes, air in line alarm sounded. Upon inspection, it was noted that air and bubbles had overwhelmed the de-aeration chamber and air bubbles were noted in two locations along the patient return line distal to the air leak detector clamp. It was decided that it would be unsafe to attempt to clear air from system and set was discarded. Subsequent filter went up without issue and ran until the prismax machine itself was sequestered and sent to biomed. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.